Event description:
Laparoscope lens end cap came apart during procedure. Procedure prolonged and x-rays taken while missing components found. Found on floor & drapes. Procedure: laparoscopic cholecystectomy.